Event description:
It was reported that during a cardiac arrest, the device stopped compressions and user advisory 45 (not at "home" position after power-on/reset) was shown. No adverse event reported.

Manufacturer narrative:
Reported complaint of "device stopped compressions and showed user advisory 45" was not verified. Furthermore, there was no indication of ua45 (not at "home" position after power-on/reset) in the archive file. Platform passed functional and final tests. No adverse event reported.